Manufacturer narrative:
This report is submitted on march 15, 2024.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2024 due to infection on the implant site. Subsequently, the patient was treated with oral antibiotics; however, the issue did not resolve. The patient developed pus draining from the site and receiver/stimulator was extruding through the skin in the temporal region. The device was explanted on (B)(6) 2024 under general anaesthesia. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 7, 2024.